Manufacturer narrative:
(B)(4). The device has been received from the user facility at our bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): air sensor defective - no alarm.

Manufacturer narrative:
(B)(4). Result of examination: the sample was subjected to a visual and functional examination. The device was in a good condition and showed age-based marks of use. The device passed the self test with a positive result. The spaceline, was dependably identified and could be selected. The water value as well as the air value were measured. The values are within specification. The device recognized and alerted single air bubbles as well as accumulated air rate. No damages were found inside the device. The device operated as intended. No specific conclusion can be made regarding this event.